Manufacturer narrative:
(B)(4). Per the ccp, he tried to reboot the system twice. The second time, he unplugged the system, plugged back in and it booted up normal. The ccp would like the system checked out before he uses again.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was not booting up properly. A "please press f1" error message was observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The product surveillance technician (pst) was able to duplicate the reported issue with the central control monitor (ccm). The ccm failed to complete boot process when subjected to cooler temperatures and it was determined that the hard drive was the cause of the problem. Exterior inspection revealed no signs of abuse or damage. Interior inspection revealed no signs of ingress or tampering. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) arrived at customer site and found the system was on with a "disk boot" failure displayed on the central control monitor (ccm) screen. The fsr shut down the system and when restarted, the system booted up properly. The fsr downloaded the service logs from the ccm, replaced the suspect ccm with loaner ccm and checked operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.